Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.